Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had difficulty getting the antenna to locate the implant and charge. There were no external or patient factors reported by the patient. The patient had tried to locate the battery on her own and the representative met with them to locate the battery to charge. The patient was still having a difficult time charging later and the issue was not resolved at the time of the report. There was difficulty connecting during startup and the orange light was blinking off on the controller. Further information received from the consumer reported that they were getting the poor recharge quality screen and the implant battery level low screen. The patient confirmed that the external equipment was able to connect to another patient¿s implant right away. She could feel where her implant was but always got poor recharge quality and had not had any falls or traumas. The patient did note there was a thin mesh bandage over her implant. Troubleshooting had them disconnect the antenna and remove and reinsert the battery pack from the controller but the patient was still getting poor recharge quality. The patient mentioned that she got out of bed and twisted and it really hurt where her incision was for the lead on her spine. The patient noted she was barely even able to lift her right arm and didn¿t think she was going to be able to get out of bed. The patient was directed to follow-up with the healthcare provider for further in person troubleshooting. The indication for use was non-malignant pain. Additional information was received from a manufacturer¿s representative(rep). The rep reported that a pocket revision was completed. The battery was moved up from the original spot on the right side. The rep reported that post-surgery an excellent connection was achieved with the recharger. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient reported right after her implant surgery she realized that the ins had flipped/shifted. The ins was laying on its back instead of upright. The patient had a revision surgery on (B)(6) 2019 where they moved the ins up. The patient also mentioned the ins went low and ran out because the patient had to wait for their revision surgery. No further information was reported. (B)(4).